Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25jan2021.

Event description:
The customer reported the unit diagnostic code "primary alarm failed." The customer confirmed the reported failure with the remote service engineer (rse). The (rse) advised the customer to replace the speakers. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
G4:01mar2021, b4:02apr2021. The customer replaced the speaker to resolve the issue. The unit was tested and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.